Manufacturer narrative:
Functional evaluation of the returned sample finds successful deployment of multiple fasteners. Internal component evaluation found that all the inner components in place with no anomalies found. Functional evaluation of the sample was unable to reproduce the reported event, the device functioned as intended. Based on the sample evaluation and investigation performed, the most probable root cause of the reported broken fastener deploying would be the result of forces applied while in use while attempting to fixate at the cooper's ligament. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ this MDR represents the bard/davol optifix straight (device #2). An additional emdr was submitted to represent the bard/davol optifix straight (device #1). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on (B)(6) 2021, a bard/davol optifix straight fixation device (device #1) was used to fixate the mesh. As reported, when the surgeon tried to fixate at the cooper¿s ligament, broken fasteners deployed. It was reported that the deployed fasteners did not successfully fixate into the mesh/tissue, and the broken fasteners were removed from the body. The surgeon used another optifix straight fixation (device #2) device which as reported had the same issue. It is reported that the tissue was stiff because the patient was young. There was no reported patient injury.